Manufacturer narrative:
G4: 31oct2019. B4: 01nov2019. The customer did not respond to multiple requests to confirm if there was patient involvement at the time of the reported event. The fse (field service engineer) reported that the ventilator could not be serviced due to the battery being past due for replacement with no parts available to complete repairs needed. The ventilator is out of service. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
It was reported that the ventilator produced an internal error. It is unknown if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.